Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1 (email address1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-0565 sn: (B)(6) helium reservoir. This part was received with a reported unit failure message of gas leakage. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed helium reservoir assy, into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all functional tests and passed. The fat dept. Did not observe gas leak during tests. The fat dept. Could not verify the failure message of gas leakage. Helium reservoir passed testing. Retaining helium reservoir in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had gas leak. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field : b4 , g3, g6 , h2 , h11 . Corrected field : d9. A getinge field service engineer (fse) evaluated the unit and replaced the filling unit (helium reservoir 0997-00-0565). There are no logs available, as the helium leak occurred while the machine was off. All functional and safety test were performed and passed. Failure analysis and testing (fat) department (B)(6): the failure analysis and testing department received the following part associated with this complaint: pn: (B)(4) sn: (B)(6) helium reservoir. This part was received with a reported unit failure message of gas leakage. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed helium reservoir assy, into the cardiosave test fixture sn: ca204340l1 and tested to the factory specifications per pn (B)(4) revision f and the cardiosave service manual pn: (B)(4) revision r. Performed all functional tests and passed. The fat dept. Did not observe gas leak during tests. The fat dept. Could not verify the failure message of gas leakage. Helium reservoir passed testing. Retaining helium reservoir in the fat dept. Per procedure 0002-07-d008 rev au.

Event description:
N/a.